Event description:
Reported false positive sars result for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also reported additional false results for a few patient samples that will be reported in separate reports.

Manufacturer narrative:
Investigation conclusion; a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends.tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Four patient samples were received on 3/29/2022 at room temperature. The samples consisted of three dry swabs and one utm sample. The facility did not specify which sample corresponded to which patient event. Pcr testing with one patient sample produced negative sars and flu results. Sofia testing with two of the returned samples produced dual flu and sars positive results. Root cause; unable to determine. Source; phone.